Event description:
Procedure type: lap hernia repair. Patient gender: unknown. According to the reporter: the device kept misfiring. It was not jammed. The procedure was changed from lap to open approach and was completed by hand suturing. No tissue damage was reported. It is not known why the clip applier was used in the case or what type of hernia repair it was. No further information has been disclosed.